Manufacturer narrative:
The device in question has been returned to boston scientific for investigation; however, it is still on-going. Once the investigation has been completed, and significant info is found, a supplemental will follow.

Event description:
Boston scientific has become aware of the following event: the physician reported the culprit lesion was 75% stenosed acute myocardial infarction (ami) without calcification in average tortuous of mid-circumflex coronary artery (mid-lcx). Following the pre-dilatation by the balloon catheter, the lesion was confirmed with ivus. The 2.75-28mm stent was implanted. The atlantis sr pro2 was not able to remove from the lesion after confirmation with ivus again. The physician pushed and pulled the catheter carefully, but it was not improved. The physician, then pulled the imaging core and the catheter was then removed from the stent edge. There were no pt complications reported.